Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 30 mg/dl. The customer reported that sensor fell off during warm up period and she was having low blood glucose at that time and tape was not sticking. Customer reported they knew the cause of the product not adhering which was perspiration. Customer was treated with food and has been experiencing low blood glucose for 10 minutes. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer does not use auto mode. Customer declined low blood glucose troubleshooting. The devices will not be returned for analysis.